Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during pre-op before a laparoscopic low anterior resection. There was a problem loading the device. The reload was loaded and then tried to be fired with the handle. The surgeon said that the loading unit could not be loaded. To complete the procedure, another handle and reload were used. No patient involved.